Event description:
It was reported, that a malfunction alarm occurred. The customer, experienced a high blood glucose (bg) level. Bg value not provided. The customer drank water to address high bg. During troubleshooting with technical support, the malfunction alarm was cleared. And insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.